Event description:
I took a covid 19 rapid test from a (B)(6) store and the result came back positive. I followed up with three lab test that all came back negative for covid 19. (B)(6) reported the positive result to my county's health department and they have been harassing me ever since. I told them I thankfully do not have the virus. This was a clear violation of my medical information. (B)(6) will not resend the positive results and are standing by their practices. I need help. This was a false positive result. I test three times the same day and two days after at a different place, and all three lab test came back negative. (B)(6) refuses to do anything. FDA safety report ID# (B)(4).